Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the device was not able to go through the machine several times during a reprocessing involving a gastrointestinal videoscope. There was no patient injury reported.